Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device clinical file indicated organized rhythm and high amplitude artifact. High amplitude artifact most likely occurs from CPR or therapy pad movement, while the device was attempting to analyze. The device was recertified and returned to the customer. No trend is associated with reports of this type.